Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, 2% of the shell is missing, broken shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp broken on posterior assessed as unidentified (tear) opening. 25% of the shell is missing assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth due to concern with the product and pain."

Event description:
Patient reported left side exchange from textured to smooth due to concern with the product and pain. Healthcare professional later reported rupture. The device has been explanted and replaced.